Manufacturer narrative:
Investigation: no products were returned to atos medical (B)(4), therefore the investigation is based on the information in the complaint report together with a picture taken at the hospital. Information from complaint report: "on examination of removed valve slp noticed an extra bit/foreign object similar in appearance to valve securement sitting around the barrel of the valve in the tof. The foreign object was identified as part of the securement device loop of the valve from the primary puncture kit. Picture taken and shown to the ent reg who did his primary puncture and she admitted to the slp that at the end they weren't sure how to remove the ring even though they were going through instructions step by step." Internal investigation: the IFU and the illustrations have been reviewed to see if any deviations could be found. The illustrations 2.11 and 2.12 clearly show that the loop should be removed. Conclusion/action: no product fault was found. Device is not available for evaluation.

Event description:
This is the information that was received from the atos medical local representative: slp removed valve due to onset of peripheral leakage. (Valve inserted (B)(6) 2017)( reported may 5th 2017) on examination of removed valve slp noticed an extra bit/foreign object similar in appearance to valve securement sitting around the barrel of the valve in the tof. The foreign object was identified as part of the securement device loop of the valve from the primary puncture kit. Picture taken and shown to the ent reg who did his primary puncture and she admitted to the slp that at the end they weren't sure how to remove the ring even though they were going through instructions step by step. Atos was not consulted about this particular procedure or asked to attend or provide education or education material. The step by step instructions the surgeon followed are also not available to review. Surgeon offered ongoing and further education and resources and case support for next and future cases. As per slp, patient not compromised or no adverse event recorded.

Manufacturer narrative:
Investigation: no products were returned to atos medical ab, therefore the investigation is based on the information in the complaint report together with a picture taken at the hospital. Information from complaint report: "on examination of removed valve slp noticed an extra bit/foreign object similar in appearance to valve securement sitting around the barrel of the valve in the tof. The foreign object was identified as part of the securement device loop of the valve from the primary puncture kit. Picture taken and shown to the ent reg who did his primary puncture and she admitted to the slp that at the end they weren't sure how to remove the ring even though they were going through instructions step by step." Internal investigation: the IFU and the illustrations have been reviewed to see if any deviations could be found. The illustrations 2.11 and 2.12 clearly show that the loop should be removed. Conclusion/action: no product fault was found. Device is not available for evaluation.

Event description:
This is the information that was received from the atos medical local representative: slp removed valve due to onset of peripheral leakage. (Valve inserted (B)(6) 2017)(reported (B)(6) 2017) on examination of removed valve slp noticed an extra bit/foreign object similar in appearance to valve securement sitting around the barrel of the valve in the tof. The foreign object was identified as part of the securement device loop of the valve from the primary puncture kit. Picture taken and shown to the ent reg who did his primary puncture and she admitted to the slp that at the end they weren't sure how to remove the ring even though they were going through instructions step by step. · atos was not consulted about this particular procedure or asked to attend or provide education or education material. The step by step instructions the surgeon followed are also not available to review. Surgeon offered ongoing and further education and resources and case support for next and future cases. As per slp, patient not compromised or no adverse event recorded.